Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular tachycardia and fibrillation could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. Cardiac arrhythmia is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had an episode of ventricular tachycardia and ventricular fibrillation in (B)(6) 2019. The patient was treated with defibrillation and cardioversion with changes to medication. It was reported the arrhythmia was possibly device related. No further information was provided.